Manufacturer narrative:
The insulin pump powered up properly after battery installation. The battery tube threads are broken however, the battery did stay in place and the battery cap fit securely on to the battery tube however, and the insulin pump had corroded battery tube the insulin pump was received with normal operating currents and was monitored and no low battery alert alarms occurred during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump wasn't responding it was dead. Customer's blood glucose was unknown and thinks it might have been 160 mg/dl. Customer thinks the device is cracked on the side, it light up and it works, but the battery is popping out and causing alarms. The device alarmed failed battery test. Troubleshooting was performed for damage and customer was unaware how damage occurred, might be due to normal wear and tear. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.